Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the physician reported that after they inserted the load, the material did not fire and it was not used anymore. There was no patient injury.